Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced rapidly declining blood pressure, cardio pulmonary failure, bacteremia, sepsis and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.